Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. The device could not be charged nor linked due to asic-u2 damage. The surface temperature of the component measured 35.3 ºc. The sleep current measured 60 ma. Vh to ground showed low impedance, 148 ohms. It was reported that the device lost the normal functionality after the patient had a revision.

Event description:
A report was received that the patient was unable to charge the ipg. It was also reported the ipg was depleted of charge. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. It was also reported that the suspected device was damaged during the previous revision procedure but was unknown if electrocautery was used. The patient was doing well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg. It was also reported the ipg was depleted of charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was unable to charge the ipg. It was also reported the ipg was depleted of charge. The patient will undergo a revision procedure.